Manufacturer narrative:
The device was not returned to edward for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The patient medical history is not available, edwards is unable to determine if patient¿s underlying valvular disease contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve is being evaluated for a valve-in-valve intervention after an implant duration of fifteen (15) years, five (5) months, and twenty nine (29) days due to stenosis. Patient presented to the hospital for acute heart failure.

Manufacturer narrative:
The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors.

Event description:
The 25mm bioprosthetic valve was treated with an edwards valve-in-valve intervention. The procedure went well; however, a dissection flap was noted in the femoral artery at the access site ((B)(4)). A femoral stent was used to repair the dissection. The patient was in stable condition post-operatively. Significant past medical history, peripheral artery disease.

Manufacturer narrative:
(B)(4).